Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Add'l info was requested on 03/02/2012 by phone, fax and mail. Add'l info was received in a f/u phone call on 03/28/2012. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u phone call with the surgeon, it was reported the pt is wearing glasses. The surgeon does not know the reason for the pt's refractive surprise. Add'l info has been requested.